Event description:
It was reported that (1) tlc55 was used during a colon resection procedure. It was reported by the rep that the surgeon attempted to fire tlc55 with original reload and gun would not fire. The gun was reloaded and fired again unsuccessfully. It would not fire. Proceeded to open another tlc55 and it worked fine. There was no consequence to pt.